Event description:
Add'l info from uf report: ultracision harmonic scalpel broke inside pt during laparoscopic procedure. The portion of the instrument that broke off was retrieved.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.